Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for revision of the right atrial lead. The lead was capped and replaced on (B)(6) 2022 due to noise and insulation damage. The patient was discharged.